Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the mitraclip procedure to treat heart failure in the left atrium, nrg transseptal needle was selected for use. It has been mentioned that the tenting was confirmed and energized during the septal puncture. The device sounded energized but energized on the echo was not noted. The generator was in ready mode when the issue was encountered. The needle was lightly reshaped prior to the procedure. The troubleshooting steps included replacement of the cable, yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. No other issues were reported.